Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that a screw was broken. A revision was done to remove the broken screw but the surgeon was unable to remove the full screw. A broken portion of the screw remains in the vertebra.